Event description:
New information received notes that the lead was explanted, not repositioned as initially reported.

Event description:
It was reported that the patient presented in the ER after doing a cartwheel and subsequently received inappropriate therapy. Review of the egms indicated lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.